Manufacturer narrative:
The reported issue was confirmed. At this time, the root cause of the reported event could not be determined. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that arctic sun device alerted 113 reduced water temperature control while trying to cool patient. Patient temperature (pt) was 38.4c, targeted temperature (tt) was 36c, water temperature (wt) was 7.2c, water flow rate (wfr) was 2.7 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 7.1c, outlet control temperature (t2) was 7.1c, inlet temperature (t3) was 8.2c, chiller temperature (t4) was 3.8c, water flow rate (wfr) was 2.7 l/m, inlet pressure (ip) was -7.0 psi, circulation pump command (cpc) was 70 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 1485.4 and pump hours were 8.0. Advised to send to biomed labeled 113 (reduced water temperature control) not cooling. Per follow up information received via task on 02oct2025, spoke with biomed who confirmed this device was on the unit, but unrepaired. They were working on sending this loaner unit back and exchange for another working one. They were waiting on a shipping pallet at this time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that arctic sun device alerted 113 reduced water temperature control while trying to cool patient. Patient temperature (pt) was 38.4c, targeted temperature (tt) was 36c, water temperature (wt) was 7.2c, water flow rate (wfr) was 2.7 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 7.1c, outlet control temperature (t2) was 7.1c, inlet temperature (t3) was 8.2c, chiller temperature (t4) was 3.8c, water flow rate (wfr) was 2.7 l/m, inlet pressure (ip) was -7.0 psi, circulation pump command (cpc) was 70 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 1485.4 and pump hours were 8.0. Advised to send to biomed labeled 113 (reduced water temperature control) not cooling.